Event description:
It was reported that the patient was not getting good effect following recent pump and catheter replacement. The catheter access port was accessed; no fluid was aspirated. Under fluoroscopy, the catheter appeared to be in good position. The patient returned to surgery for exploration of the catheter. Lack of good cerebrospinal fluid flow was noted. The intrathecal portion of the catheter was revised. The hcp indicated that it appeared that there was coagulated blood clogging the catheter. The catheter implant was "difficult and bloody being the probable reason for the catheter problem". Final patient outcome was not reported.

Manufacturer narrative:
Used for the catheter.